Event description:
Revision surgery - due to the patient's hip having dislocated. The surgeon felt the wrong head size was implanted.

Manufacturer narrative:
The reason for this revision surgery was the patient had dislocated. The length of in vivo service was 10.6 years. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 53 prior complaints reported against this part; summary of investigations: 19 for dislocations, 4 for pain, 5 for infection, 5 for stability, 5 for trauma and others with no product issues. This is the first complaint against this lot the complaint states the surgeon believed the wrong size head had been used at the original surgery. The surgeon reported no issues associated with the explanted product. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.